Event description:
The customer reported via phone call that he had a displayable history check failed on startup alarm, unable to exit training mode due to bad battery alarm, and could not write user settings to flash because power supply was in use alarm. Customer stated that he has to redo the time and date after a battery change. Customer stated that the pump was not stored without a battery or a dead battery for an extended period of time. It was explained that this is normal pump behavior. Customer also had a compromised force sensor system alarm in the history. Customer was driving to the restaurant when they received the alarm. Customer stated that he had an a alarm for over a year and it was possible that it was an unexpected restart or external flash error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.